Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the slide switch on the device was stuck, posing the risk that the device was not able to be put in safe mode, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.